Event description:
The complaint is reported as: "insertion of the PICC catheter is started, it is punctured with a needle, the guide is advanced, at the time of inserting the dilator and introducer there is an introducer with irregular edges that prevents its correct insertion, it is necessary to use another set of PICC catheter, at the end the catheter is inserted and the patient suffers minor injuries at the level of the insertion point." The minor injuries were described as "slight lacerations in the skin adjacent to the insertion site, which did not require medical in tervention". The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "insertion of the PICC catheter is started, it is punctured with a needle, the guide is advanced, at the time of inserting the dilator and introducer there is an introducer with irregular edges that prevents its correct insertion, it is necessary to use another set of PICC catheter, at the end the catheter is inserted and the patient suffers minor injuries at the level of the insertion point." The minor injuries were described as "slight lacerations in the skin adjacent to the insertion site, which did not require medical intervention". The patient's condition is reported as fine.